Event description:
It was reported that an roi-c plate bent during installation so it was removed and replaced to complete the procedure. There were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c plate bent during installation so it was removed and replaced to complete the procedure. There were no patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and no photos were provided, so device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown surgical factors such as not using the starter awl, interference with the other plate, or inserting the plate off-axis. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.